Manufacturer narrative:
Device evaluation of battery pack has been completed. The reported problem (battery faults / charger faults) was confirmed due to a loose bus bar inside of the battery. The root cause of the loose bus bar cannot be positively identified. There was no adverse event that resulted from the damaged battery.

Event description:
A us distributor reported battery faults.